Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a left hip implant on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 8 years, 6 months after initial implant. Revision operative report of (B)(6) 2023- postoperative diagnosis: polyethylene wear and osteolysis related to left internal hip prosthesis. The acetabular liner was found to be worn. The femoral component was found to be well-fixed. The patient was revised to exactech devices. The patient was transferred to the bed and then recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
1038671-2024-00491. H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions the most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.